Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent removal of an implanted aequalis reversed glenoid sphere due to instability/dislocation (anterior). Patient reported 1st dislocation on (B)(6) 2016 when she shut her car door. Patient ID: (B)(6).